Event description:
Per the clinic, the patient experienced pain at the implant site. The patient subsequently was hospitalized (specific date and duration not reported) and treated with nerve/pain blocker injection (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report.